Event description:
It was reported by the patient when removing the pod they noticed a scar at the infusion site. It was also reported that the cannula did not insert properly and was discovered to be bent. The pod was worn longer than 48 hours. According to the patient, the site was bleeding, bruised, pain and swelling.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the reported scar. Lot release records were reviewed, and the product lot met all acceptance criteria.